Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that the anchor on the 5.5 healix advance kntlss br device broke. All the broken parts were removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it was observed that the anchor was broken but is held in place in the suture. Also, the suture was not in place. A manufacturing record evaluation was performed for the finished device lot number:8l45148, and no nonconformances were identified. Based on the condition of the anchor, this complaint can be confirmed. The photo do not provide enough evidence to determine root cause. The possible root cause of anchor breakage can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received visual observations revealed that the anchor was broken but is held in place in the suture. Also, one suture was broken and frayed. No anomalies were found in the shaft and handle. A manufacturing record evaluation was performed for the finished device lot number:8l45148, and no nonconformances were identified. Based on the condition of the anchor, this complaint can be confirmed. The photo do not provide enough evidence to determine root cause. The possible root cause of anchor breakage can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. The suture damage could be related to procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.